Event description:
Home patient (hp) reports homechoice set disconnected from transfer set during apd treatment, resulting in a leak. It is unknown if any pt injury resulted from incident. Per rn, hp was hospitalized on 07/25/99, was released on 07/27/99, and was placed on hemodialysis. Reason for hospitalization and further incident detail were not provided by rn. Rn noted hp will be returning to capd in four to six weeks.